Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a damaged component on the hybrid. Final analysis found burn marks on the pcb of the ac power adapter which contributed to the field complaint of power up anomaly.

Event description:
This report is to advise of an event observed during analysis.